Event description:
The pt presented with subarachnoid bleeding. It was reported that the first coil was successfully deployed into the anterior communicating artery (acoma) aneurysm; however, friction was noted as the second (subject coil) and third coils were being advanced through the tip of the microdelivery catheter. The physician "felt a snap" as he was repositioning each of these coils; though he was able to place the coils inside the aneurysm. Following placement of the third coil, the microcatheter was removed from the pt and check by inserting the guidewire and no observations were noted. The procedure was completed using another similar microcatheter and non-boston scientific coils.